Event description:
It was reported that pump displayed malfunction code and customer experienced high blood glucose (bg) of 22 mmol/l. Customer gave correction injection using insulin pen to successfully resolve the bg. Customer reverted to an alternate method of insulin therapy.